Manufacturer narrative:
No lot number was available for this device, consequently, the expiration date of the device is unknown. No lot number of this device was available, consequently, the manufacturer date of the device is unknown. The complainant reported that the device will not be returned for evaluation, as the device was discarded subsequent to the event; therefore, a physical evaluation can not be performed. We are unable at this time to determine if the device met specification. The complainant was unable to identify a lot/batch number of the device at issue in this complaint; consequently, a ship history review for this customer was performed. This was done to ascertain the last three lots shipped to the reporting customer in the six months prior to the procedure date. Three potential lot numbers were identified as possibly being used during this event. The device history records for the lots obtained through the ship history report were reviewed. No anomalies were noted. A review of the september 2007 complaint trend report was performed for the vaxcel plus dialysis product family, and the reported defect of "sheath peel issues" failure mode. No adverse trends were identified. At this time, we are unable to determine the relationship between the device and the cause for this event.

Event description:
The complainant reported that during therapeutic implant of a vaxcel plus dialysis catheter in a male patient (age unknown) the peel away sheath failed to be peeled off and broke off during the procedure. The complainant reported that the clinician then obtained another vaxcel plus dialysis catheter and successfully completed the procedure. The complainant reported that there was no adverse effects on the patient as a result of the reported malfunction. Numerous attempts have been made to obtain additional event and patient information. All attempts have been unsuccessful.